Manufacturer narrative:
Analysis/device evaluation: upon receipt of the sample, visual examination of the entire length of the catheter revealed multiple kinks with the first between 122-123 geomarker, between 92-93 geomarker, between 83-84 geomarker, between 42-43 geomarker, and a kink 31mm from the proximal balloon bond. The distal balloon bond was slightly wrinkled. The returned balloon was not completely deflated. Functional testing of the returned sample revealed a leak in the distal area of the balloon. Under magnification(10-30x), the material rupture was longitudinal in nature, perpendicular to the length of the balloon in the distal area of the balloon. Furthermore, multiple scratches on the surface of the balloon were surrounding the rupture location. A lot history review revealed this is the only complaint associated with material rupture for this lot. A device history record (DHR) review was performed and noted the device was manufactured to specification prior to being released for distribution. Conclusion: returned product analysis confirmed a material rupture which was longitudinal in nature, perpendicular to the length of the balloon, in the distal area of the balloon. Furthermore, multiple scratches on the surface of the balloon were surrounding the rupture location. There was nothing found to indicate there was a manufacturing related cause for this event. The hcp did not predilate the calcified target lesion per the instructions for use (IFU). Additionally, the hcp believes the calcification of the target lesion is likely related to the nature of the material rupture. A calcified target lesion, which was not predilated, likely contributed to the reported event. If additional information becomes available, a supplement report will be submitted with all relevant information. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported a lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheter allegedly was unable to inflate due to a material rupture while treating the calcified target lesion between the superficial femoral artery(sfa) and the tibio-peroneal trunk. The health care professional (hcp) used an ipsilateral approach to gain patient access. The hcp did not predilate the calcified target lesion. The hcp believes the calcification of the target lesion is likely related to the nature of the material rupture. The hcp used another device to successfully complete the patient's procedure. The lutonix dcb was requested to be returned for evaluation. No adverse patient outcomes were reported.